Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). Caller reported that the patient's (pt) pain had not been controlled since they lost so much weight (about 30 lbs.) And the stimulator had been the problem for probably 3 weeks. Caller mentioned they tried increasing the intensity on group b up to 2.6, but the intensity keeps going back to 1. Agent had caller switch to group a and caller said they were able to set the intensity up to 4.4 but seconds later, the intensity went back to 1. Caller switched to group c and the intensity was 1 and they tried to increase up to 2.8 and pt in the background said they could barely feel the pain. Caller tried to increase the intensity up to 3.2, but pt said they were still hurting and a few seconds later, caller said the intensity automatically reverted back to 1 again. Agent reviewed agent role and redirected them to their healthcare provider (hcp) and manufacturer representative (rep) to further address the issue. Caller mentioned they just called the rep twice today and the rep said they were not available and told the caller to call patient services. Agent reviewed role of rep, provided nas phone number and still redirected the caller to the hcp. Caller said they needed a rep urgently, so agent em ailed the field team for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.